Event description:
Customer reported that she had dropped her insulin pump. The customer also reported having extremely high blood glucose. The customer stated her blood glucose had rose to 401 mg/dl after receiving a no delivery alarm on her insulin pump. The no delivery alarm was resolved with an infusion set change. Customer also reported that when she had high blood glucose, she would feel sluggish with ketones. She stated she would treat her high blood glucose with injections. Troubleshooting for the insulin pump found the customer's drive support cap appeared to be normal. Insulin was also able to exit from the tubing during a manual prime. The insulin pump also passed a high pressure test and there was no bent cannulas. Customer also reported air bubbles in her insulin pump. She stated she had to use 20 units of insulin to remove the air bubbles. Customer was advised to change out her infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).